Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned measuring 12.2cm from the connector tip. Without the entire lead, a complete evaluation cannot be performed. The damage found was sustained during the surgical procedure. Reliability laboratory technician; st jude medical crmd reliability laboratory.

Event description:
Device returned with no complaint. Upon receipt, an alert for possible output circuit damage was detected on (B)(6) 2010. Analysis of the ICD revealed high voltage output damage consistent with a damaged lead. Patient records noted patient expired on (B)(6) 2010.